Event description:
The customer reported that the monitor froze up while in use on a patient. No patient harm was reported.

Manufacturer narrative:
(B)(4). Additional communication determined that a blood pressure measurement was being taken when the issue occurred. This is being considered reportable because during a screen freeze, real time monitoring has stopped. Alarms may not be sounded if they occur. The clinician might be treating on old information. The patient¿s true condition may not be reported. If the patient condition were deteriorating, there is potential for serious injury. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.